Event description:
The st. Jude medical rep reported that the lead was involved in a perforation. The pt presented with prolonged qt syndrome. Two lead repositions were performed because of the r-wave amplitudes. During the second reposition, the lead perforated the heart.